Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 1 event was confirmed during testing; the device was found to be affected by corrosion. 1 event was not confirmed during testing; the device was found to be within specifications. 2 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a sticky trigger or stuck safety switch, which can indicate a condition of potential run-on. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.